Event description:
Pt reported that 8 months ago their infusion set broke, resulting in their blood glucose elevating into the 400's (mg/dl). Pt self-treated high blood glucose by bolusing 4 units of insulin. Pt also reported that about one week ago they noticed that their infusion set was loose, and they had to tighten it, but in the meantime their blood glucose elevated into the 300's (mg/dl) -- pt self-treated by bolusing.